Event description:
It was reported that during a cardiac cryoablation procedure, a system notice was received indicating that the system detected a temperature drop during the system flush, and the system flush was stopped. After plugging and unplugging the auto connection box and electrical umbilical cable, the error still occurred. The physician decided to switch from cryoablation to radiofrequency (rf). The case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 21588 was returned and analyzed. External visual inspection of the balloon segment showed a bent balloon with blood/fluid inside. Review of the smart chip data indicated the catheter was used for 14 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). During pressure testing and dissection of the balloon segment, a break on the leak detection wire was observed. The break was identified at the balloon area. During pressure testing and dissection of the shaft segment, a guide wire lumen kink and breach were observed at multiple locations proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a trace of blood/liquid observed inside handle, a kink/twist observed on the guide wire lumen, a breach observed on the guide wire lumen, and a broken leak detection wire observed inside the balloon segment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.